Event description:
It was reported that during a ptca/stent procedure, the stent inflated unevenly and the vessel was thought to have dissected. Reportedly, the middle of the stent delivery system (sds) did not appear to inflate when the stent was deployed, and the stent was post-dilated with another company's balloon catheter. An add'l stent was deployed to treat the dissection. Reportedly, the pt is doing well as of this date.